Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the procedure, upon testing the helix actuation prior to inserting into the patient¿s body, the helix could not be retracted. Troubleshooting was performed but the retraction was still unsuccessful. Another lead was used, and the procedure was completed with no adverse consequences to the patient.